Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09mar2020.

Event description:
The customer reported that the touchscreen is not working. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
G4:16mar2020. B4: 04may2020. The touchscreen was replaced by the field service engineer. The root cause was determined that indium tin oxide (ito) coater motor was not properly functioning at the supplier¿s supplier, allowing air in the airlock contaminating the sputtering chamber, which impacts the ito coating, causing hi-resistivity and ito instability over time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.